Event description:
Patient was implanted with a 3.5mm locking compression reconstruction plate, date unknown. It was reported the patient had a nonunion and the plate broke, date unknown. Patient had the implant removed on an unknown date. Patient was revised to a lcp plate and screws. Additional information has been requested. This report for unknown number of unknown screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown numbers of unknown screws. The screws identified for this event were 204.812x1, 204.814x2, 204.816x3, 204.822x1. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.